Event description:
In 2009, it was reported by the user facility that a patient developed an ulceration in the rectum while the actiflo indwelling bowel catheter was in place. The ulceration was reported to be 3mm deep with denuded mucosa, a fibrinous base and venous bleeding. The ulcerated area was surgically repaired using vicryl and the figure 8 suture method along with a transfusion. The surgery was successful as confirmed by follow-up endoscopy and the patient has recovered.

Manufacturer narrative:
The actiflo indwelling bowel catheter was reportedly used for the treatment of diarrhea. It was reported that on the morning of the incident, the tubing of the actiflo was found caught up in the toes, and around the foot of the patient. The device was not pulled out, but may have applied additional pressure on the rectal wall during the time period.